Event description:
The reporter indicated a problem in general in which the device has given extra spikes in the ventricle durng communication with the programmer. There is not a specific pt involved in this event.